Manufacturer narrative:
Device is a combination product. A 20 x 4.00mm promus elite stent delivery system was returned for analysis. A visual (via scope) examination of the crimped stent identified distal stent damage. Damage was noted to the two most distal stent strut rows, with struts lifted and pushed back proximally. The crimped stent outer diameter, of the undamaged mid and proximal sections, was measured by snap gauge and the result was within max crimped stent profile measurement. A visual examination (via scope) of the balloon sections found no issues. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A red/brown blood like substance was noted on the balloon. A visual (via scope) and tactile examination of the hypotube found no issues. A visual (via scope) and tactile examination of the shaft polymer extrusion found no issues. A visual (via scope) examination of the tip found no issues. The device was loaded onto and tracked over a 0.014 inch guidewire without issue. The balloon inflated successfully to rated burst pressure (16atm) and the stent deployed successfully. Some deformation of deployed stent was noted at the same distal location as damage noted when stent crimped. A vacuum was pulled and the device deflated fully in 11 seconds.no other issues were identified during the product analysis.

Event description:
Reportable based on analysis completed on 09oct2019. A percutaneous coronary intervention was being performed. A 20mm x 4.00mm promus elite stent was used; however, the specific issues or alleged event was not provided. The procedure was completed with a second promus elite device. The patients status was stable. However, returned device analysis revealed stent damage.